Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the fresenius 2008t hemodialysis (hd) machine was not drawing ultrafiltration (uf) fluid from the patient and remaining time to dialyze (rtd) was not counting down. The biomed stated that the issue was identified approximately 6 minutes after the initiation of patient treatment. The supervisor of the kidney dialysis unit confirmed the reported event during followup and provided additional information. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was able to meet their uf goal and complete treatment after being transferred to a different machine. The biomed stated that the cause of the reported issue was a bent spring inside the uf pump. The uf pump was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. No parts are available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined during its investigation that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the fresenius 2008t hemodialysis (hd) machine was not drawing ultrafiltration (uf) fluid from the patient and remaining time to dialyze (rtd) was not counting down. The biomed stated that the issue was identified approximately 6 minutes after the initiation of patient treatment. The supervisor of the kidney dialysis unit confirmed the reported event during followup and provided additional information. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was able to meet their uf goal and complete treatment after being transferred to a different machine. The biomed stated that the cause of the reported issue was a bent spring inside the uf pump. The uf pump was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. No parts are available to be returned to the manufacturer for a physical evaluation.